Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer followed instructions from technical support to press pump button in different ways and then to connect pump to a working power source, after which pump completed bootup and displayed welcome screen, and customer acknowledged that pump had shut down due to not charging battery; technical support provided education about pump behavior after shutdown, including need to restart continuous glucose monitoring sessions, reload cartridge, and awareness that insulin on board and maximum hourly bolus were reset, as well as battery best practice tips, and customer understood and acknowledged all information.